Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while closing the vaginal cuff during a total laparoscopic hysterectomy, after grabbing the tissue with device and toggling surgeon opened it to find half the needle was missing. The surgeon stated toggling was ¿smooth as butter¿ and had no issues using the device so the surgeon was shocked because there was no indication it would break. Partial needle remaining in the uterosacral ligament as it was located with the use of x-ray and surgical time was extended by 30 minutes or more. Another suture was opened to complete the closing of the vaginal cuff.